Manufacturer narrative:
The reported event of setscrew could not be tightened or loosened was not confirmed. Analysis was not performed on the atrial setscrew since the setscrew and wrench were not returned. The ventricular septum and setscrew did not show any damage. Electrical testing did not find any anomalies. Longevity assessment was performed, and was found to be within normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a routine implant of the pulse generator. During the procedure, it was noted that the set screw could not be tightened. The physician completed the procedure successfully with a replacement device. The patient was discharged.